Manufacturer narrative:
The patient is (B)(6). An event regarding wear involving a dura duration a/p tib sm 11 was reported. The event was confirmed. Visual inspection revealed: "the articulating surface of the returned insert was inspected with the aid of a stereomicroscope at magnifications of up to 50x. Burnishing was observed on the articulating surface. Burnishing is caused by adhesive/abrasive wear of the insert against the femoral component. Delamination and pitting were observed near the posterior edges and central eminence." "Damage to the distal surface included impressions from the tibial tray occurring during in-vivo service." The material analysis report (mar) concluded, " in-vivo service related damages to the articulating surface of the insert included burnishing, delamination and pitting. These are commonly identified damage modes on uhmwpe inserts. There was no evidence of manufacturing or material defects on the returned ultra-high molecular weight polyethylene (uhmwpe) tibial insert." Insufficient medical records were received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. The investigation confirmed the failure mode, however, a root cause could not be determined. There was no evidence of manufacturing or material defects on the returned device. Additional information, including operative reports, progress notes and dated x-rays are needed to help root cause the duracon insert wear.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device remains implanted.

Event description:
It was reported that the patient complained of pain and swelling. Surgeon performed arthroscopy, noted poly wear. Poly exchange scheduled for (B)(6) 2013.

Event description:
Poly insert was removed and replaced with a new poly insert.